Manufacturer narrative:
Sections with additional information as of 08-apr-2024: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call on 06-sep-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 78, 95 and 68 mg/dl. Customer also stated the results were lower compared to another device. The customer¿s expected am fasting blood glucose test result range is 90-116 mg/dl and pm fasting blood glucose test result range is 125-135 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 172 mg/dl using true metrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 01/17/2025 and open vial date is 08/21/2023. The meter memory was reviewed for previous test result history: result 1: 78mg/dl date: 8/23/2023 time: 11:53am fasting . Result 2: 95 mg/dl date: 8/22/2023 time: 11:42pm fasting . Result 3: 78 mg/dl date :8/22/2023 time: 3:15pm fasting . Result 4: 68 mg/dl date :8/22/2023 time: 8:25am fasting.